Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Additional information: d8, d9. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation and historical data, a possible cause of the malfunctions could include degradation problems. Olympus will continue to monitor field performance for this device.

Event description:
No additional information reported by customer.

Event description:
It was reported that the insulation on the deflecting tip of the deflectable videoscope was flaking. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.